Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high blood glucose and gastroparesis. The blood glucose reading at the time of the event was 180 mg/dl. She was wearing the insulin pump at the time of the event. Nothing further was reported.